Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that visual inspection of the device identified that the pump poppet was misaligned and that there was a leak in proximal cylinder body, attributed to wear at fold and a hole in the outer tube was present. Based on this observations, the reported allegations of inflation issues and mechanical issues are confirmed. The visual inspection also identified that there was a leak in the pump strain relief kink resistant tubing (krt) junction, consistent with explant damage and therefore, considered a secondary failure. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. There was a leak in the pump strain relief kink resistant tubing (krt) (cylinder) junction that was result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. The pump poppet rod was identified to be misaligned. The pump was not functionally tested due to the poppet rod being misaligned. The ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has a small leak in proximal cylinder body attributed to wear at fold; hole in the outer tube was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was using his inflatable penile prosthesis (ipp) device for intercourse when he noticed it was not functioning, it would not inflate. The physician tried to get the device to function, but no troubleshooting resolved the issue. All components were explanted and replaced without patient complications.